Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: h4: the device manufacture date has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition. Biological matter can be observed on the suture. The device's anchor remains attached to the inserter. The anchor was removed from the inserter tip to verify any jamming condition and it can be removed/inserted successfully without any resistance. The overall complaint was confirmed as the observed condition of the minilok qa+ # 2-0 oc v5 would have contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the depth penetration of the bone was not maintained; therefore, the anchor did not fully insert, and it was pulled out along with the device. As per IFU, residual bone fragments should be removed from the drilled hole site because they may interfere with proper placement or seating of the anchor. Proper seating of the device is required for optimal strength. Incomplete insertion or poor bone quality may result in anchor pullout, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was discovered that the suturing with the anchor needle came out on the minilok quickanchor device. According to the reporter, during the surgery, an issue occurred with the anchor. Despite following the technique and using the brocade with the respective bit with a stop included in the anchor's packaging, the anchor was inserted correctly and initially confirmed to be firm. However, when the doctor began suturing with the anchor needle, it dislodged. It was reported that a spare device was used to complete the surgery. It was not reported if there was a delay in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. E1: the reporter¿s phone number and complete facility address were not provided. Investigation summary: the product has not returned to depuy synthes mitek, however photos were provided for review. The photo investigation revealed that minilok qa+ # 2-0 oc v5 had anchor still attached from the inserter. Device appear to be in a used condition. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the minilok qa+ # 2-0 oc v5 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure; it is possible that the depth penetration of the bone was not maintained; therefore, the anchor did not fully insert, and it was pulled out along with the device. As per IFU, residual bone fragments should be removed from the drilled hole site because they may interfere with proper placement or seating of the anchor. Proper seating of the device is required for optimal strength. Incomplete insertion or poor bone quality may result in anchor pullout, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.